Manufacturer narrative:
Additional information found in d1 - brand name, d4 - catalog no, and g4 - PMA/510(k) # fields.

Manufacturer narrative:
Received two used spinning spiros (list and lot # unknown) and one new bd 30 ml luer-lok syringe were visually inspected. As received, the spin feature of each spiros was activated and spinning freely. No spline damage or shear tab anomalies were identified. No used mating devices were returned. Each spiros was functionally tested and met product performance specifications. No leaks occurred during testing. The luers of the returned samples were measured and met iso standards for luer fittings. The reported complaint of a disconnection can be confirmed on the two spiros samples as they were returned with the spin features activated but not connected to a mating device. However, the probable cause of the disconnections cannot be determined. The device history report could not be performed because of the unknown lot number.

Event description:
The event involved a spiros where it was reported that ¿spiros on tubing running bicarb fluids disconnected from patient¿s port at spiros connecting primary tubing and y-site, moc held lines up so open tubing touching only air and called rn. The rn arrived to bedside, clamped line, disconnected opened y-site from port, checked for blood return and wasted 3mls, flushed, hl, discarded old tubing, hung new fluids with new tubing¿. The medication being used with the product is chemo. There was patient involvement and delay in therapy but no report of an adverse event. This is the first of two events.